Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 5, which was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump, advised on backup therapy using mdi, and provided instructions for returning the malfunctioning pump. Customer acknowledged receiving these instructions and confirmed understanding of the process.